Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information was added to the following fields: d8, h4, h6, h7, h9 and h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is unable to be determined. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. There was no information of obvious misuse of the subject scope by the user. The user could have prevented the event if the user handled the scope in accordance with the following IFU (operation manual). Important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. (B)(4). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer on MDR number 2951238 - 2021 - 00437.

Event description:
The customer reported to olympus, during a therapeutic endoscopic retrograde cholangiopancreatography, the distal cap had a sharp edge and cut the patient's stomach (submucosal layer) upon removal of the endoscope. The physician had to re-insert the endoscope and applied three (3) clips to the tear to stop the bleeding. The cut was approximately two (2) to two and a half (2.5) centimeters long by 0.6 cm wide. The endoscope and cap were inspected prior to the procedure and no issues were identified. The cap was correctly attached to the endoscope and was fully intact at the end of the procedure. There was no surgical delay due to the event reported. The customer suspects the physician may have been applying intermittent suction while withdrawing the endoscope to degas and withdrawal residual fluid. The patient did not receive any additional treatment after the procedure and no further issues were experienced. Patient identifier (B)(6) is for the endoscope and submucosal injury. Patient identifier (B)(6) is for the cap and submucosal injury. This report is for patient identifier (B)(6) for the endoscope and submucosal injury.